Event description:
Ous MDR - boston scientific received information that this right atrial lead had high pacing threshold measurements due to lead dislodgement. The lead was explanted and replaced. No adverse patient effects were reported. The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The provided explant and event dates are chronologically impossible. Therefore, they will not be added to this report.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.